Event description:
The customer reported that they heard a pop and error code overvoltage displayed on the system. The alarm reset button was depressed and the customer continued using the system.

Manufacturer narrative:
(B) (4). The ge service rep replaced the high voltage tank and high voltage supply regulator. The hvsr setup, filament calibration, and arc test were performed. He was unable to duplicate arcing. The system operates as intended.